Event description:
It was reported that the zimmer meshgraft ii was ripping skin and not feeding properly. Add'l clinical f/u indicated that the graft was shredded and was unusable which necessitated an add'l donor site harvest. A second meshgraft ii is available at the facility and there was no increased surgical time other than the 2-3 minutes to get second device, open, and set it up.

Manufacturer narrative:
The device was returned to the MFR, however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.